Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 29-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2012 for permanent contraception. On or about (B)(6) 2012, plaintiff discussed with her physician her options for permanent contraception. Doctor recommended essure as an alternative to tubal ligation, stating that it was safer than tubal ligation, an in-office procedure, very effective at preventing pregnancy, and that she would be ready to go back to work the next day, or words to that effect. Physician provided her with a brochure for the essure devices/procedure that also stated that it involved a much shorter recovery time than a tubal ligation, was very effective at preventing pregnancy, and was lower risk than a tubal ligation, or words to that effect. She relied on the representations made about the benefits and risks as relayed by her physician in reaching her decision to have the essure procedure over other methods of birth control. On or about (B)(6) 2012, plaintiff underwent the essure procedure. On or about (B)(6) 2013, she had a hysterosalpingogram (hsg) test that confirmed full occlusion of her fallopian tubes. On or about (B)(6) 2013, she began experiencing severe abdominal menstrual pain, excessive bleeding, severe pelvic pain, back pain, dyspareunia, frequent and severe headaches, and a metallic taste in her mouth. In or around (B)(6) 2013, plaintiff searched online and realized that her symptoms may be related to essure. The information she read online was the first time plaintiff learned that her symptoms were possibly related to essure. In the fall of 2014, plaintiff also began experiencing rashes and itching, vaginal discharge, fatigue, and sudden weight gain. She reported her symptoms to physician and was told that they may be hormonal in nature. Doctor prescribed birth control; however, her symptoms did not resolve following treatment. Because physician was unable to determine the cause of her symptoms, on or about (B)(6) 2014, plaintiff sought a second opinion. In or around (B)(6) 2016, she realized that her symptoms may have been wrongfully caused by essure. She discussed removal of the essure devices with her physician and, on (B)(6) 2016, she underwent a full hysterectomy and bilateral salpingectomy with removal of the essure implants. She was forced to take time off from work to recover from this painful procedure that left her with permanent scars. While most of her symptoms have resolved, since the removal surgery, others remain. Company causality comment:this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and excessive bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, around one year after the implant procedure, consumer experienced excessive bleeding and severe pelvic pain. She underwent a full hysterectomy and bilateral salpingectomy with removal of the essure implants, about 4 years after placement. The events were regarded as related to essure given their nature. This case was regarded as incident, since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-aug-2016: the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain and excessive bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, around one year after the implant procedure, consumer experienced excessive bleeding and severe pelvic pain. She underwent a full hysterectomy and bilateral salpingectomy with removal of the essure implants, about 4 years after placement. The events were regarded as related to essure given their nature. This case was regarded as incident, since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and genital haemorrhage ('excessive bleeding/ abnormal bleeding(general)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in january 2013, migraine in 2003, gravida ii and parity 2 (B)(6) 2004 and (B)(6) 2006). Previously administered products included for birth control: implanon from 2007 to 8-nov-2012. Concurrent conditions included kidney stone since (B)(6) 2013, morbid obesity and premenstrual syndrome. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 20 days after insertion of essure. In september 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient was found to have weight increased ("sudden weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("pain is pretty unconfortable (pos hysterectomy to remove essure)"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines"), abdominal pain lower ("cramping"), flatulence ("gas pain") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle, migraine, flatulence, procedural pain and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, furuncle, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-oct-2019: this record was detected to be a duplicate to record # us-bayer-2019-193359 (social media case posted on 11-mar-2016, medwatch 3500a MFR number 2951250-2019-10821) from which all information was transferred to this case (us-bayer-2016-149622), then duplicate record # us-bayer-2019-193359 will be deleted. No new information incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in (B)(6) 2013, migraine in 2003, gravida ii, parity 2 ((B)(6) 2004 and (B)(6) 2006) and left lower quadrant pain. Previously administered products included for birth control: implanon from 2007 to (B)(6) 2012. Concurrent conditions included kidney stone since (B)(6) 2013, morbid obesity and premenstrual syndrome. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding(general)"), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 20 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient was found to have weight increased ("sudden weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("pain is pretty unconfortable (pos hysterectomy to remove essure)"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines"), abdominal pain lower ("cramping"), flatulence ("gas pain"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), pelvic discomfort ("pelvic pressure") and groin pain ("pain in groin area"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle, migraine, flatulence, procedural pain, vulvovaginal mycotic infection and groin pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, furuncle, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, procedural pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case the following were reported via social media- pelvic discomfort, groin pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events added- pelvic discomfort, groin pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in (B)(6) 2013, migraine in 2003, gravida ii, parity 2 ((B)(6) ) and left lower quadrant pain. Previously administered products included for birth control: implanon from 2007 to (B)(6) 2012. Concurrent conditions included kidney stone since (B)(6) 2013, morbid obesity and premenstrual syndrome. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding(general)"), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"), 20 days after insertion of essure. In (B)(6) 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient was found to have weight increased ("sudden weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("pain is pretty unconfortable (pos hysterectomy to remove essure)"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines"), abdominal pain lower ("cramping"), flatulence ("gas pain"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), pelvic discomfort ("pelvic pressure") and groin pain ("pain in groin area"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle, migraine, flatulence, procedural pain, vulvovaginal mycotic infection and groin pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, furuncle, genital haemorrhage, groin pain, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, procedural pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of fallopian tubes. Concerning the injuries reported in this case the following were reported via social media- pelvic discomfort, groin pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding(general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) l2004 and (B)(6) 2006), renal surgery in january 2013 and migraine in 2003. Previously administered products included for birth control: implanon from 2007 to (B)(6) 2012. Concurrent conditions included obesity and kidney stone since (B)(6) 2013. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In september 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced weight increased ("sudden weight gain"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on 12-mar-2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine and furuncle were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding(general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004 and (B)(6) 2006), removal of kidney stone in (B)(6) 2013 and migraine in 2003. Previously administered products included for birth control: implanon from 2007 to (B)(6) 2012. Concurrent conditions included morbid obesity, kidney stone since (B)(6) 2013 and premenstrual syndrome. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced weight increased ("sudden weight gain"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, furuncle, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters, concomitant disease , historical conditions added and case become medically confirmed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding(general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004 and (B)(6) 2006), removal of kidney stone in (B)(6) 2013 and migraine in 2003. Previously administered products included for birth control: implanon from 2007 to (B)(6) 2012. Concurrent conditions included morbid obesity, kidney stone since (B)(6) 2013 and premenstrual syndrome. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced weight increased ("sudden weight gain"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines"), abdominal pain lower ("cramping"), flatulence ("gas pain") and procedural pain ("pain is pretty uncomfortable (pos hysterectomy to remove essure)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle, migraine, flatulence and procedural pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, furuncle, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events gas pain and pain is pretty uncomfortable (pos hysterectomy to remove essure) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") and genital haemorrhage ("excessive bleeding/ abnormal bleeding(general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2004 and (B)(6) 2006), removal of kidney stone in (B)(6) 2013 and migraine in 2003. Previously administered products included for birth control: implanon from 2007 to (B)(6) 2012. Concurrent conditions included morbid obesity, kidney stone since (B)(6) 2013 and premenstrual syndrome. Concomitant products included ibuprofen since 2013 for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 20 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abdominal menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced back pain ("back pain") and dysgeusia ("metallic taste in her mouth"). On (B)(6) 2014, the patient experienced rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and furuncle ("boils"). In 2014, the patient experienced pruritus ("itching"). On (B)(6) 2014, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2014, the patient experienced weight increased ("sudden weight gain"). On an unknown date, the patient experienced headache ("frequent and severe headaches"), migraine ("migraines"), abdominal pain lower ("cramping"), flatulence ("gas pain"), procedural pain ("pain is pretty unconfortable (pos hysterectomy to remove essure)") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the back pain, dyspareunia, headache, dysgeusia, rash, pruritus, vaginal discharge, fatigue, weight increased, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, furuncle, migraine, flatulence, procedural pain and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, flatulence, furuncle, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 240.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: new event: vulvovaginal mycotic infection added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.